Event description:
The customer reported that the device jammed during use. It is unknown what part of the device jammed. No further information is available.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.